Event description:
It was reported that the patient had altr post primary hip surgery. The surgeon revised the patient's left hip. He kept the accolade stem and implanted a constrained liner and c-taper biolox head.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown accolade stem. The surgeon choose to leave the stem implanted. Therefore, it is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.